Event description:
Customer called to report that the unicel dxc 600 synchron system was leaking from the cartridge chemistry (cc) sample probe, and that fluid was found on the reagent cover of the reagent carousel. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to perform an instrument rebooting; however, the instrument continued to leak after the rebooting. The cts then scheduled a service visit. On the same day, the field service engineer (fse) inspected the instrument and found that the reagent syringe was loosened from the t-valve. The fse then replaced the t-valve and ensured that the syringe was securely connected to the t-valve. The fse then primed the instrument multiple times to ensure that the syringe was securely connected to the t-valve. Next, the fse performed instrument calibrations and quality controls, the results of which were within acceptable ranges. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that patient samples or results were not affected, and that no one was harmed by or exposed to the instrument leak.

Manufacturer narrative:
(B)(4).